Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had problems inserting the poly liner into the cup. The surgery was completed with a different cup.